Manufacturer narrative:
UDI number: (B)(4). At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. The patient medical records that were received did not provide information regarding the event. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product dysfunction contributed to the event. The reason for explanting the valve eight (8) days post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from implant patient registry (ipr), eight (8) days post transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the aortic position, the valve was explanted, and a surgical valve was implanted. The reason for the explant was not provided. Per review of the medical records received, the 29mm s3 valve was successfully deployed in excellent 90-10 orientation. Post deployment there was no paravalvular leak (pvl). There were no complications or device malfunctions reported. A post deployment tte performed reported that the aortic bioprosthetic valve showed normal function without significant pvl and meant gradient was 3 mmhg. The patient was discharged home in stable condition on the following day. However, the records received do not mention any issues with the valve function after patient discharge on post-operative day 1. It was not possible to confirm that the s3 valve was explanted and the cause of the explant remains unknown at this time.